Event description:
During the index procedure one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal rca. However it was reported that approximately 4 years post stent implant the patient suffered an acute non stemi mi which was followed by cag and later intervention of the rca with placement of an integrity stent. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).